Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation performed. H3 other text: device not returned.

Event description:
It was reported, that the customer went to the emergency room. And was subsequently, admitted to the intensive care unit (ICU), due to a blood glucose level of 853 mg/dl and diabetic ketoacidosis. The customer delivered a bolus in an attempt to treat bg level. The customer was treated with intravenous fluids of saline and insulin, while hospitalized. Customer was discharged from the ICU on (B)(6) 2024, with the issue resolved. And no permanent damage. Reportedly, an occlusion alarm occurred. Customer changed pump supplies to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.